Event description:
It was reported that during a surgery, the drill bit broke. Per complaint reporter there was no harm for patient, operator or third party. No further information was received. Update 18-may-2026 - further information was received: it was reported that during the internal fixation of a fibular fracture, the drill bit broke. No fragments remained inside the patient´s body. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 21-may-2026 - further information was received: it was reported by the customer that the device had already been used several times prior to this incident.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.